Event description:
It was reported that the cap of the male luer lock adapter of an interlink catheter extension set was loose. This was observed before use. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was discarded by the customer; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.